Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that "when closing the safety guard the needle scrapped across the fingers and knuckles", this occurred with a bd insulin syringe with the bd ultra-fine¿ needle.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A DHR check was not performed as the lot number is "unknown" for this complaint. Severity: s_2__; occurrence: a complaint history check was not performed as the lot number is "unknown" for this complaint. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that "when closing the safety guard the needle scrapped across the fingers and knuckles", this occurred with a bd insulin syringe with the bd ultra-fine needle.